Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation concomitant products:375cc mentor smooth round moderate profile saline breast implants catalog: 3501660 lot: 6772919 serial number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with a 375cc mentor smooth round moderate profile breast implant experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 1/10/2020, patient had an explantation on 1/14/2020. The mentor failure analysis lab has received the device for evaluation on 1/24/2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/31/2020. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During visual inspection of the device it was observed with no apparent damage. Leak testing revealed a tear located at the anterior view measuring approximately 0.1 cm. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).